Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after the third firing of the device while using a ple60a and using seam guard, the tray of the reload came loose. The plastic and metal separated from each other. The same device and different reload were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 03/23/2012. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Halfway up the stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Na. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? After the third. What color cartridge was being used? Ecr60d. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? Seam guard. Was the instrument fired across or near an existing staple line or clip? A continuation of the staple line. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Na.

Manufacturer narrative:
(B)(4). The analysis results found that only an ecr60d cartridge was received for analysis. After further evaluation, the cartridge pan was noted to be properly assembled; no anomalies were noted. While no conclusion could be reached as to what caused the reported event, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.